Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The perclose proglide device is filed under a separate medwatch manufacturer report reference number. Evaluation summary: analysis was performed on the returned device. The reported suture detachment could not be confirmed as the suture was not returned for analysis. A conclusive cause for the reported suture detachment could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a perclose at device with a 6fr sheath, after a diagnostic procedure. Reportedly, when advancing the knot of the perclose a-t device, the suture broke. A proglide device was used and a cuff miss occurred. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the perclose a-t and the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.